Manufacturer narrative:
Block h6: imdrf code a0401 captures the reportable event of cinch wire break.

Event description:
It was reported to boston scientific corporation that a suture cinch was utilized during a procedure on (B)(6) 2026. During the procedure, the wire on the cinch handle broke while the cinch was being closed. The original device was used to complete the procedure. No patient complications were reported as a result of the event.